Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons were not responding. During troubleshooting, time clock did not advance. Customer's blood glucose was 65 mg/dl. Insulin pump will be replaced. After troubleshooting, customer was advised that insulin pump would need to be replaced.